Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose ranging from 55-60(mg/dl). Reportedly, the customer was using the pump with the inaccurate settings. Tandem technical support assisted the customer with successfully adjusting the settings.